Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and the patient adverse event. Additionally, there is no allegation of a device malfunction or a cycler set leak or defect reported for this event. The patient¿s pdrn stated the suspected cause of the peritonitis is diarrhea. The culture result of klebsiella pneumoniae supports that statement as this organism is often found in human stool and intestines. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis.

Event description:
It was reported that a peritoneal dialysis (pd) patient was out of the hospital and using medicated bags. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the clinic on (B)(6) 2019 with complaints of abdominal pain, fever (no value provided), chills, tremors and pd effluent with large amounts of fibrin. The patient was instructed to go to the hospital where they were admitted with a diagnosis of peritonitis. The pd effluent culture grew positive for gram negative klebsiella pneumoniae. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 125 mg/1l of fluid, daily for 4 weeks. During the hospitalization the patient was additionally diagnosed with a urinary tract infection (uti). The uti was not related to pd therapy or the peritonitis. The patient was discharged on (B)(6) 2019. The cause of the peritonitis has been attributed to the patient¿s chronic diarrhea. The diarrhea had previously been under control until recently when the patient moved to a new city. The diarrhea was at its worst just prior to the peritonitis diagnosis. The diarrhea is now controlled with medication (route, type, dose, frequency and duration unknown). The patient continues to recover with antibiotic therapy and continues to utilize the liberty select cycler. There were no reports of a breach in aseptic technique or any issues with the liberty select cycler or cycler set related to this peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.